Event description:
It was reported that the patient underwent a mast posterior spinal surgery. It was reported that the tip of the driver broke off. Surgeon converted to a mini-open to remove the fragment and complete the surgery.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed a portion of the instrument tip has been broken off, and an axial portion of the tip is missing from the tip. Optical examination of the fracture identified an angulated fracture with directional riverlines. Additionally, the bone screw head thread was found to be undamaged, suggesting a possible lack of engagement, which could allow misalignment and result in bend stress overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. The above findings are consistent with overload.